Event description:
It was reported that during long-term heart surgery, the primusie stopped with automatic ventilation. The (B)(6) patient was then manually ventilated by hand (ambu). Meanwhile, the primusie was given a complete self-test and worked well afterwards. The patient suffered no adverse effects.

Manufacturer narrative:
After the event a drager service technician was dispatched to check the device and to capture the device log. Due to an observed failure entry for the ventilator motor the technician replaced the complete motor assembly. The device was tested, fulfilled specification and was returned into use. The replaced motor assembly and the log have been made available for investigation by the manufacturer. The returned motor assembly was installed in a test device. A long term test run was performed, but it was not possible to reproduce the reported symptom. The log file reveals that the pre use check had been successfully completed in the morning of event. After 40 minutes in the surgery, the ventilator detected a too fast pressure increase and a not corresponding motor position. This caused a switch over to the so called safety mode. In the following "ventilator fail" alarm was given and the ventilation mode was automatically changed to man/spont with display hints that manual ventilation is available. Gas supply and the complete monitoring are furthermore available under these conditions. The device was restarted and a new pre use check was completed. Then automatic ventilation was continued until the case was finished without further problems. The root cause for the reported event could not be identified during the investigation. Possibly the mentioned fast pressure increase was caused by patient treatment during surgery. Pressure limitations were found to be fully functional.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.